Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide an update to section h3 and to report that this reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned to terumo medical corporation for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the balloon assembly. The inflation tubing is disconnected at the connection tubing. The complaint can be confirmed for inflation tube detachment. The exact root cause cannot be determined. The operations quality engineer was notified about this issue and a non-conformance (nc) was initiated. The nc will contain root cause analysis and corrective actions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A3b: gender: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: asst manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that while the patient was in recovery, the valve broke off causing the band to deflate. There was no patient injury and/or medical or surgical intervention required. Another band was placed out of precaution. The procedure performed was a left heart catheterization (lhc). No blood loss was reported. Additional information was received on 02dec2024: the patient was stable.